Manufacturer narrative:
As reported, capsure deployed a bent fastener and failed to fixate. The device was used to complete the case with no further issue. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in june, 2023. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The IFU states ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." And "care should be taken not to use excessive counterpressure as this may damage the tissue, the material being fixated, and/or the device.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
As reported, during a laparoscopic inguinal hernia repair procedure, capsure fixation device was used to fixate the mesh. It was reported the first and second fastener deployed without any problems. While deploying the third fastener, it was confirmed that the fastener was deformed (bent) and stuck in the tissue and was removed from the patient's body. The same device was used to complete the procedure and the mesh was fixated successfully. There was no reported patient injury.

Event description:
As reported, during a laparoscopic inguinal hernia repair procedure, capsure fixation device was used to fixate the mesh. It was reported the first and second fastener deployed without any problems. While deploying the third fastener, it was confirmed that the fastener was deformed (bent) and stuck in the tissue and was removed from the patient's body. The same device was used to complete the procedure and the mesh was fixated successfully. There was no reported patient injury.

Manufacturer narrative:
As reported, capsure deployed a bent fastener and failed to fixate. The device was used to complete the case with no further issue. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 795 units released for distribution in (B)(6) 2023. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The IFU states ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." And "care should be taken not to use excessive counterpressure as this may damage the tissue, the material being fixated, and/or the device.¿ addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the returned sample confirms the reported event as there was a bent fastener with the return. Functional evaluation of the device functioned as intended during simulated use testing. Based on the sample evaluation the reported event is likely the result of an event occurring during user/device interface with forces applied while in use. No manufacturing anomalies were found. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.